Event description:
A 39 yr old white female g2p2 with bilateral subglandular inframammary saline gels (right 240:45; left 240:30) for augmentation on 7/16/84. Left always larger decreased for yrs. No history of trauma. Bilateral discomfort. Arthralgias, myalgias, paresthesias, fatigue, headaches, neurocognitive problems, sicca, hair loss, rashes, gastrointestinal and genitourinary problems. Otherwise healthy.